Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom tamper seal was broken, and the plunger seal was intact upon receipt. The top case had chipped corners, a chipped ear clip, and the right plunger case was cracked. The bottom case screw post was broken. Multiple error codes were present in the event history log (ehl). After powering up the device and performing both audio and occlusion tests, the customer reported issue could not be duplicated, there was no primary audible error or acu watchdog failure noted. Yes, the top case was physically damaged. The root cause of the report issue could not be determined as no fault was found relative to the reported errors. However, customer impact would be attributed to the damage to the top case. No repair was required since no fault was found however, the top case was replaced, a power up process, audio test, preventive maintenance and all functional tests were performed which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device presented a watch dog error message and top casing is cracked. No patient injury was reported.